Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent stretching and explant damage.

Event description:
It was further reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that only lead pacing was programmed off in (B)(6) 2015 due to the ongoing problem with phrenic nerve stimulation from the left ventricular (lv) lead. In addition the lv lead vectors have been previously reprogrammed several times due to the phrenic nerve stimulation and the amplitude has been decreased. It was noted that the stimulation was unable to be reproduced with patient sitting and laying on right side. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced extracardiac stimulation due to the left ventricular (lv) lead. The lead was electronically abandoned. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.